Event description:
On (B)(6) 2013, a 25 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to structural valve deterioration. Additional information has been requested. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
An event of aortic insufficiency was reported. The reported structural valve deterioration was confirmed, as all three leaflets contained tears. Fibrous pannus ingrowth was found on the outflow surface of leaflet 2 and the inflow surface of leaflet 3. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn leaflets could not be conclusively determined; however, the valve had been implanted for more than 5 years, and the aforementioned pannus ingrowth had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to structural valve deterioration and severe aortic insufficiency. A 25mm magna ease valve was implanted. The patient is reported to be discharged. Echo and explant op reports were requested, but not available.